Manufacturer narrative:
There is no evidence to suggest that the baylis medical protrack pigtail wire caused or contributed to the reported incident. This report is being submitted as the baylis medical protrack pigtail wire was among the devices used during the procedure.

Event description:
A report was received by baylis medical company regarding an incident involving use of the baylis medical protrack pigtail wire during an elective cardiac ablation procedure for atrial fibrillation. The procedure was aborted after the patient developed cardiac arrest possibly owing to an identified air embolism. The exact etiology of the air embolism could not be determined, but leakage of air during the procedure through the combination of the st. Jude non braided sl1 sheath (8.5fr) and the protrack pigtail wire could not be excluded. The patient expired on (B)(6) 2017. There is no evidence to suggest that the baylis medical protrack pigtail wire device caused or contributed to the reported incident. However, this report is being submitted as the baylis medical protrack pigtail wire was among the devices used during the procedure.